Manufacturer narrative:
Date of event: (B)(6) 2022 was used since event date was not provided.

Event description:
It was reported that stent damage occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, the stent was deformed out of package. The procedure was completed with a different device. No patient complications were reported.